Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 450mg/dl at the time of incident. The customer reported that they experienced a leak with infusion set and had a high blood glucose while trying to treat with a bolus. The customer noticed the leak. The customer was able to change out his entire set and treat with the pump. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.